Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. Device serial number: the serial number of the reported unit could not be identified. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture could not be determined because the serial number of the reported unit could not be identified. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during patient use, unit experienced co2 increase. There was no reported patient injury.

Manufacturer narrative:
Gehc investigation confirmed the reported event was related to (B)(4) an incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare is initiated and reported a field modification for this issue per 21 cfr 806 on 05/17/2017. The gehc internal field modification number is (B)(4).